Manufacturer narrative:
It was reported; "the strap on the sling broke and she fell and fracture her hip." Email received from facility representative (B)(6) center, whom provided additional information in regards to this incident. Reporter provided the lot/serial number as "(B)(4)" and reports the date of purchase for the reusable full-body patient sling as "(B)(6) 2019," and further state's "1st used." Reporter confirms, two certified nursing assistants (cna's) were assisting both described as females, (B)(6) years-old (but, no further description of how each were assisting and working together was provided). Clinician presented the question: "please describe series of events that led to this incident occurring." Reporter's response: "loops at foot of sling brook, resident slide out." Reporter states, end user/resident was taken to (B)(6) hospital and admitted to (B)(6) hospital (B)(6) 2021. Reporter states, patient has a "fracture of left hip and left humorous." The sample/reusable full-body patient sling involved in this reported incident is not available for return and evaluation. The reporter states, "to be kept in the facility." This clinician has requested photograph's of the specific item involved in reported incident. Photographs have not been received at this time. A follow-up email sent ((B)(6) 2021) to facility representative (B)(6) center, requesting an update on resident. Reporter provided the following statement, "we have no further information on this resident as the family has requested we not contact them or the hospital." No sample will be return for evaluation and no picture(s) have been received per request for evaluation. Therefore, a root cause is unlikely to be determined. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported; "the strap on the sling broke and she fell and fracture her hip."